Event description:
This complaint originated from your foreign distributor in lebanon. The distributor called carefusion tech support to report that one of their ventilators alarmed "low pip - transducer fault". They mentioned that they have trouble calibrating the exhalation pressure transducer. They are getting an error message "transducer fault" in the error log, but no info on which transducer is affected. According to the distributor, while they were performing calibration they identified that it was the exhalation pressure transducer which could not be calibrated. They corrected the issue by replacing the main printed circuit board. The reported incident occurred during patient use, however the customer reports that there was no harm to the patient. The patient was successfully transferred to another ventilator.

Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. Fa installed the component in a known good vela ventilator and powered in operating mode. Fa immediately reproduced the customer complaint of xdcr fault. Fa cycled power and entered into service mode and proceeded to perform the xdcr calibrations in accordance with vela service manual. The calibration of the exhl press xdcr pt801 failed 0cmh2o @ a/d 1819, min. 1350, max. 1678, prev. 1499. Fa indicated the reported complaint with vela main pcba was duplicated and isolated to a faulty exhl press xdcr pt801. The vela main pcba was scrapped.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Information redacted from initial MDR, submitted in error. The original date of awareness is (B)(6) 2015, this information was noted on 10/23/2015.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported to carefusion technical support: alarm low pip -xdcr fault occurred during system checkout, the unit was already installed on a patient. The accuracy of the tidal volume and pressure measurements were reduced even after the reset , the exhalation valve and diaphragm were replaced and the error still persist. Per additional information received on (B)(6) 2015, the customer reported a problem calibrating the exhalation pressure transducer. A 'xdcr fault occurred' message appeared in the error log but without any information on which transducer allegedly malfunctioned. While doing the calibration, the exhalation pressure transducer could not be calibrated at 60cmh2o. The patient was unharmed and placed on another unit. This issue was addressed with the replacement of the main printed circuit board.

Manufacturer narrative:
Per the foreign distributor's request carefusion technical support replaced the main printed circuit board. They also issued a returned goods authorization (rga) number to the distributor for the return of the alleged faulty main printed circuit board for evaluation. As of 03/06/2015, the alleged faulty main printed circuit board has not been received. Should the alleged faulty main printed circuit board be received and evaluated, a f/u medwatch report will be submitted.